Event description:
Boston scientific received information that high shock lead impedance measurements was observed on the right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) during a routine follow up. X-ray of the lead and header was done with no signal of integrity damage or wrong lead insertion and connection. Subsequently, a lead revision was performed and it was confirmed that the terminal pin was not fully inserted. Further, after the procedure, all the measurements were within normal range. The ICD and rv lead remain in service. No adverse patient effects were reported. Additionally, a data disk was being submitted to determine the rv lead configuration from the original implant.

Manufacturer narrative:
Attempts to obtain additional information are being made. This investigation will be updated should further information be provided.

Event description:
Additional information indicated that although data disk was submitted and received by boston scientific, it is unable to be opened as the password is unavailable.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.